Manufacturer narrative:
The device was returned to physio-control again for the same reported issue. Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device as returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a failed integrated circuit, designator u7.

Event description:
The customer contacted physio-control to report that they were using the device on a patient and it would not display the ECG through the paddles lead. As a result, defibrillation therapy may not be available, if it was needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio opened the device to perform an internal visual inspection and re-seated connectors, designator j23 and j24, on the therapy connector cable assembly, designator w11. After reassembling the device, physio-control was no longer able to duplicate the reported issue. Physio replaced the therapy connector assembly as a precautionary measure. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that they were using the device on a patient and it would not display the ECG through the paddles lead. As a result, defibrillation therapy may not be available, if it was needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
The device was returned to physio-control again for the same reported issue. Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device as returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a failed integrated circuit, designator u7. The device was returned to physio-control again for the same reported issue. Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device as returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a failed integrated circuit, designator u15.

Event description:
The customer contacted physio-control to report that they were using the device on a patient and it would not display the ECG through the paddles lead. As a result, defibrillation therapy may not be available, if it was needed. The patient involved in the reported event is deceased.